Manufacturer narrative:
Device not returned. The device history record (DHR) review is in progress. The device will not be returned for evaluation by the customer due to infection. Source and type of infection not provided. No additional information has been provided. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There were no other reports of infection or endocarditis for devices in this sterilization lot.

Event description:
In this case, a 23mm valve was explanted after an implant duration of 4 months due to infective endocarditis (ie). The customer reported that on (B)(6) 2012, a magna ease valve, model 3300tfx23mm, was implanted. On (B)(6) 2012, the valve was explanted and replaced with another magna ease valve, model 3300tfx23mm. The device will not be returned for evaluation due to infection. No further details were provided.